Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. Customer¿s blood glucose (bg) level was 39 - 500 mg/dl. Reportedly the customer consumed carbohydrates to address the low bg. Additionally it was reported that the customer was intermittently hospitalized while using the pump. The customer declined to provide additional information regarding the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.